Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, although there is no indication of a malfunction or defect or systematic error of the brainlab device. The corresponding brainlab measures to minimize this already anticipated risk as low a reasonably practicable are in place. According to the hospital (surgeon), there is no negative effect to the patient, and the final outcome of the surgery was successful. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the misplaced screws in a corresponding deviation of the instrument positions virtually displayed in the navigation compared to the actual patient anatomy. The cause for the deviation is that the match the navigation sw found as the most fitting between the CT scan and the anatomy surface points registered by the user did not correspond as accurately to the actual anatomy as desired. Contributing factors to this were: the resolution of the pre-operative CT scan was not as high as required/specified for the brainlab navigation. The definition and acquisition of the registration points by the use were less than ideal, not as recommended and guided by the navigation sw. The scar tissue removal might have changed the actual anatomy/surface in comparison to the pre-operative CT. Additionally, the use apparently did not recognize the deviation during this surgery with the required accuracy verification of the navigation with the functions available in the navigation sw. Brainlab intends to re-iterate to this customer: the according requirements for the CT scan and for the definition and acquisition of registration points for the surface matching method. The required adequate accuracy verification of the navigation with the functions available in the navigation sw.

Event description:
A spinal surgery for a fusion of lumber/sacral vertebrae (bilateral pedicle screw placements in l4, l5 and s1 due to spondylolisthesis on l5 and stenosis) was performed using the aid of the brainlab vectorvision spine navigation device. During the procedure the surgeon: removed scar tissue from a previous surgery from the region of interest. Registered l4 to the pre-operative CT scan with the surface matching method in the navigation, verified registration and placed 2 pedicle screws on l4 as intended. Registered l5 with the same method, was not satisfied with result and removed more scar tissue, registered l5 again, verified registration and placed 2 screws on l5 and 2 screws on s1. Performed a 2d fluoro shot (x-ray) and determined that the 4 screws on l5 and s1 were tilted towards cranial (by ca. 5mm) and placed in to the disc space instead of the vertebral body. Removed these 4 screws from l5 and s1. Registered l5 to the pre-operative CT scan with a different method (CT-fluoro match) in the navigation and placed the 4 screws on l5 and s1 again, with the positions correct as intended. According to the hospital (surgeon), there is no negative effect to the patient, and the final outcome of the surgery was successful.